Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of over 500 mg/dl while using the infusion set with a 10mm cannula length. When she used a cannula length of 8mm her blood glucose decreased to 85 mg/dl. She stated on one occasion she experienced a bent infusion set cannula and her blood glucose elevated to 300 mg/dl. She stated she inserted the infusion site both manually and with the insertion device. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.